Event description:
It was reported that the locking system was blocked. The issue was discovered during preparation for the surgery. There was no patient injury. The patient was not asleep yet when the issue occurred. The surgery was delay of 15 minutes. Another device was available and used.

Manufacturer narrative:
Integra has completed their internal investigation on 29may2016. It was observed that the locking mechanism was blocked. A two year lookback in complaint system for this reported failure and or related to "blocked / did not lock " for this product ID showed that 11 complaints were received including this case. No new design or manufacturing trends have been identified. Technician confirmed the customer complaint. However, the root cause could not be determined.